Manufacturer narrative:
(B)(4).

Event description:
A patient reported via company representative (rep) on 2016-02-19 that it slowly stopped giving them relief as their pain progressed. Also, the battery felt like it was protruding. This was described as normal use with a slow onset. The patient didn't want to be reprogrammed because they just wanted it explanted. The removal was scheduled for (B)(6) 2016, and the issue was not resolved at the time of report. The indication for use was spinal pain. A supplemental report will be submitted if additional information is received.